Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead with only the connector portion was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found a full breached outer insulation degradations adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.